Manufacturer narrative:
(B)(4). Resistance in advancing and retracting the guide wire include, but are not limited to, obstructions in the guide wire lumen, contrast/blood buildup, kinks, bends, handling, or damages to the guide wire or catheter. The design of low profile devices has resulted in minimal clearance between the guide wire and the balloon catheter. In certain circumstances, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling are required; the clearances can be reduced to an undesirable level. An attempt to move the guide wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. The guide wire and the balloon catheter were not returned which could have aided in the investigation. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, a conclusive cause could not be determined for the reported resistance in advancing and retracting the guide wire and there is no indication of a product quality deficiency.

Event description:
It was reported that during use with a non-abbott balloon catheter, resistance was encountered both advancing on the guide wire and during removal on the guide wire. This occurred with two bmw guide wires in the same case. The balloons were able to be removed from the guide wires and no patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second bmw guide wire ((B)(4)-hc/lot#0102972) is being filed under a separate manufacturer report number. The customer reported the guide wire was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.